Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon device interrogation, the right atrial lead exhibited failure to capture. Chest x-ray was performed indicating that the lead had dislodged. The patient presented on (B)(6) 2018 for lead revision procedure and the lead was repositioned successfully. The patient was stable throughout the procedure.